Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient device has stopped communicating with the implant, with and without the antenna. The patient reported that she had an unrelated bladder lift on (B)(6) and stim was probably turned off for that procedure. The patient services worked with patient to synch with the patient programmer (pp) and the implantable neurostimulator (ins) was turned off and was program 4 at 5.1. The patient services worked with patient to turn stim down and activate stim program 4 however it was causing discomfort on patient's right side. After decreasing stim further to 1.4 patient did not find program 4 to be comfortable and wanted to try a different program. The patient wanted to go back to program 1. Patient services worked with patient to change to program 1 and patient wanted to try it at 1.0. The patient indicators for use are for urinary dysfunction/sacral nerve stim/ gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient reported that she might have probably accidently turned off stim in the case, during storage. Patient also reported that with the help of patient services, patient was able to get her issues fixed. Patient was able to turn the controller back on and was assisted with change of intensity